Event description:
The facility representative reported a flo-gard infusion pump that displayed a false air in line alarm. This condition was found upon power up of the device in the pediatric care area. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "mark air without the line" was not confirmed during device evaluation. The unit was tested with a primed line and infused properly, no alarm showed. Therefore, an assignable cause could not be determined. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.